Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00366 on october 28, 2022. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1300 analyzer compared to an alternate method. November 23, 2022 additional information: the customer provided the following results: alternate method 2 tni result: 1.7075 ng/l. Alternate method 3 ctnt result: 6.5 ng/l. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) results on one female patient serum sample that was low/normal on an alternate method (alternate method 1). Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica initial result 84 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (81.81 ng/l and 81.24 ng/l). This indicates a sample/patient specific incident. The customer also had the specimen run on another alternate method (alternate method 2) which resulted 1.7075 ng/l (reference interval: female 10ng/l; male 20ng/l) and a third alternate method (alternate method 3) that resulted 6.5 ng/l (reference interval: female 16 ng/l; male 26 ng/l.) Both alternate methods gave results below the reference interval. No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 or other troponin methods will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Per the atellica im tnih instructions for use (IFU) there are conditions other than ami that are known to cause myocardial injury and elevated tni values. No potential product issue is observed. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00366 supplemental report 1 and MDR 1219913-2022-00367 supplemental report 1 were filed for different test dates.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1300 analyzer compared to an alternate method. The calibration was acceptable, and the quality control (qc) result was in range at the time of testing. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00366 and MDR 1219913-2022-00367 were filed for different test dates.

Event description:
The customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to the physician(s), who questioned the result. Then, the sample was repeated two times on the same atellica im analyzer and the results were similar to the initial result. The sample was repeated on an alternate method and the result was lower. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih patient results.